Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl and customer also experienced low blood glucose of 40 mg/dl. Customer stated that insulin pump buttons were stuck. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer did experienced the symptoms such as vomiting. The customer was treated by food for low blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was over and under delivering. Troubleshooting was done for low blood glucose and over delivery. Customer stated that cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.